Manufacturer narrative:
There was no patient involvement and no patient information. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The affected device was requested back to the manufacturer site for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an error message was displayed on a electrical venous occluder (evo) during priming. There was no patient involvement.

Manufacturer narrative:
H:10: investigation results revealed that no deviations could be detected and the device was found to be working within specifications.

Event description:
See initial report.